Event description:
On (B)(6) 2019, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valve placement. A zephyr 4.0-j endobronchial delivery catheter (edc) was used to size the airways and deploy a zephyr valve. During the procedure, the physician noticed that one of the longer sizing wings from the catheter had fallen off into the patient's airway. The physician had forced the delivery catheter in and out of the working channel of the bronchoscope several times before noticing that the sizing wing had become detached. The detached sizing wing fragment was removed using small rat tooth grasping forceps, and the physician continued to use the delivery catheter to implant valves without further incident. The patient was discharged from the hospital 3 days after the procedure, and is doing very well.